Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Stenosis, as noted in the IFU, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Additionally, stenosis and hospitalization are listed in the xience v risk assessment as no-fault post-procedure complications. In this case, the stenosis was treated with balloon angioplasty, a cutting balloon, and an additional drug eluting stent was implanted requiring hospitalization. There is no indication of a product quality deficiency; however, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: in-stent restenosis (isr) requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2006, in which a 3.0 x 28 mm xience v stent was deployed to treat the proximal rca lesion. There were no reported pt effects or product issues at the time of the index procedure. In 2009, the pt returned and the proximal rca was treated for in-stent restenosis (isr). Revascularization was done with balloon angioplasty, cutting balloon and an additional drug eluting stent. No additional event or pt information is available.